Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer recently had a blood glucose level of 591 mg/dl, which was treated with the insulin pump and manual injection. Caller stated that the infusion set had already been changed also. The insulin pump was not replaced or returned for analysis.